Event description:
It was reported that during a remote device data review, the physician noted the patient had recently received inappropriate therapy due to over-sensed noisy signals. The patient had a history of inappropriate therapy from this subcutaneous implantable defibrillator (s-ICD) system and was previously reprogrammed. Boston scientific technical services (ts) was contacted for reprogramming advice as the patient's rhythm morphology is difficult. Ts recommended performing thorough in-clinic provocative maneuvers and diagnostic imaging to assess the reproducibility of the noise and verify appropriate system placement/insertion, respectively. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, the physician noted the patient had recently received inappropriate therapy due to over-sensed noisy signals. The patient had a history of inappropriate therapy from this subcutaneous implantable defibrillator (s-ICD) system and was previously reprogrammed. Boston scientific technical services (ts) was contacted for reprogramming advice as the patient's rhythm morphology is difficult. Ts recommended performing thorough in-clinic provocative maneuvers and diagnostic imaging to assess the reproducibility of the noise and verify appropriate system placement/insertion, respectively. The patient was seen in-clinic, where the noise was reproducible. The physician instructed the patient to avoid moving heavy objects. Diagnostic imaging was also performed, which confirmed normal system placement/integrity. The physician elected to continue with normal follow-up appointments. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.